Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the user was unable to pull one medication. The customer stated that this malfunction occurred while dispensing the medication and the user was able to retrieve medications from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the user was unable to pull one medication. The customer stated that this malfunction occurred while dispensing the medication and the user was able to retrieve medications from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurses were unable to pull a specific medication. A technical support specialist dialed into server, checked the medications, found the strength or unit assigned and verified there was no issue. The system functioned as intended after the technical support specialist assessed the device.